Event description:
The patient reported that they had their implantable neurostimulator (ins) replaced due to normal battery depletion. However, after the replacement their incision site did not heal properly and got infected. The patient noted that their staples started coming out of their incision. The patient stated that the infection was noticed during their post-op appointment in (B)(6) 2016. The patient¿s entire system was taken out on (B)(6) 2016. Both intravenous and oral antibiotics were taken to resolve the infection. The patient mentioned that they would like to have another device implanted so they can get stimulation back, but have some concerns about insurance coverage issues. The patient was implanted for cervical radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.